Manufacturer narrative:
During investigation for unrelated complaints, there was 1 additional failure found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 122</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-83 years of age and between 25 and 245 pounds. Of the reported patients, 35 were male, 78 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: of the 122 allegations of a malfunction, 58 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to battery compartment damage with moisture.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of power failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
In quarter 4 of 2018, there were 1 instances of power failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.